Manufacturer narrative:
PMA/510(k) # k110824/k103596. Mfg site eval: eval on-going.

Manufacturer narrative:
Received for evaluation: (B)(4) "caiman" lot number 52066936. Outwardly visual inspection: the instrument arrived contaminated in a tightly sealed plastic container. Device displayed heavy blood soiling. Electrical inspection: electrical resistance of the complete instrument was measured by clamping a piece of tin foil in the jaw and measuring the upper and lower links in common. The resistance of the push button was also measured. Result of electrical testing: in the rest position the resistance is according to specification (lower than 4 ohm). During handling, turning and bending the shaft, the resistance changes permanently, even to values out of specification, until infinitely. Opening the handle for investigation: after opening the handle, the sliding contacts were evaluated. The proximal and distal contacts exhibit contaminates on the contact surface. It is presumable that the contaminates are the reasons for drop outs and insufficient sealing. Conclusion: the root cause of this contamination is blood, which percolates through the shaft during surgery. It is also the cause for the high resistance of the button. The manufacturing documents has been checked and found to be according to the specifications during the time of production corrective action: engineering change initiated.

Event description:
Country of complaint: (B)(6). The tweezer did not completely seal the tissue. Resulted in bleeding.